Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the pulse generator, a cyber-security firmware upgrade was attempted. The wand had slipped off during the upgrade and the programmer displayed a warning message indicating that the device was reset. It was determined that the device was not in back-up operation. The patient was sent home and was stable. The patient returned to the clinic on 04/03/2018. The device was taken out of reset mode and was restored to manufacturer¿s settings. The patient was stable before, during and after the interrogation.